Manufacturer narrative:
(B)(4). Additional information: batch # unk. Additional information received: what is the current patient status? Stable. Which purse string technique was used? No information. What is the users experience with the device? The doctor was familiar with the device. How was it confirmed that the anvil was secured to the trocar? No information. Were there any forces higher or lower than expected in closing the device? No information. Were there any forces higher or lower than expected in firing the device? No information. What confirmation was received that the device was fully fired? No information. Was more than one firing stroke needed to hear the crunch? No information. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? No information. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) No information. Were there any issues with staple formation? No information; if yes, please explain. Na. Were there any staples observed in the surgical field? No information. Were there any removal issues experienced? No information. How many counter-clockwise revolutions were used to open the device? No information. Was an intra-operative leak test performed? No information; if yes, what were the results? Na.

Event description:
It was reported that after a lap low anterior resection, minor leak occurred after the operation. The device was used between the colon and the rectum. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.